Event description:
A malfunction on the customer's pump was reported. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and since the malfunction code did not recur after the reset, the customer was advised to continue using the pump and contact support if any issues arise again.